Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was not angulating correctly. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scratches on the connecting tube, the objective lens, the camera cover, and the universal cord, the image produced had a dark area, the adhesive on the light guide lens and objective lens was peeling, the universal cord had a wrinkle, the paint on the suction cylinder was peeling, the control unit was discolored, the water removal function was insufficient, and the adhesive on the protective coating of the bending portion of the device was cloudy, cracked, and chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.